Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy electrode/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed continuity testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode and adjust belt messages.